Event description:
As reported, the sealants of (6) 6/7f mynxgrip vascular closure devices (vcd) were loose in the tray when opened. There was no reported patient injury. The device was opened to the back table once the user was ready to get it from the plastic just like they always do and while in the plastic tray everything looked good and normal. Sometimes the shuttle handle was displaced and sometimes it was not displaced. Once removed from the tray is when the sealant would just fall out on its own. The user always remove the device the same way, which is holding both grips together, then laying it down while inflating the balloon to make sure there is no holes or issues with it, before inserting it into the unknown sheath. Sometimes the sealant is exposed in the tray but sometimes it is not, and sometimes it was good until the user started to put it into the unknown sheath and then all of the sudden it was falling out on its own. (Clarification not received from customer regarding conflicting responses) other procedural details were requested but were not provided. The six used and three sterile devices will be returned for evaluation. Addendum: per the product evaluation for complaint 5, the presence of a tear on the balloon surface was observed.

Manufacturer narrative:
Complaint conclusion: as reported, the sealants of (6) 6/7f mynxgrip vascular closure devices (vcd) were loose in the tray when opened. There was no reported patient injury. The device was opened to the back table once the user was ready to get it from the plastic just like they always do and while in the plastic tray everything looked good and normal. Sometimes the shuttle handle was displaced and sometimes it was not displaced. Once removed from the tray is when the sealant would just fall out on its own. The user always remove the device the same way which is holding both grips together, then laying it down while inflating the balloon to make sure there is no holes or issues with it, before inserting it into the unknown sheath. Sometimes the sealant is exposed in the tray but sometimes it is not, and sometimes it was good until the user started to put it into the unknown sheath and then all of the sudden it was falling out on its own. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. The unit was received in a plastic bag. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant and the advancer tube were in manufacturing position. No additional anomalies were observed during this visual analysis. Dimensional analysis was conducted to measure the distance between the shuttle tip and the inflated balloon. The result obtained is within specification. The inflation/deflation test could not be performed due to a leak presence observed during the inflation attempt. However, the deployment test was performed, and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube was advanced as expected after the handle was proximally pulled from the shuttle to continue with the advancement process. A high magnification evaluation was executed to examine the balloon surface. During this analysis, the presence of a tear on the balloon surface was observed. The reported event of ¿sealant exposed prior to use access site not lost¿ was not observed through analysis of the device. The sealant was received in the manufacturing position. The reported event of ¿balloon loss of pressure at prep¿ was observed through analysis of the device since a leak was noted on the balloon. The cause of the reported event could not be determined. It is possible that factors related handling and/or storage may have contributed to the reported event. It should be noted that the device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant does not migrate from its manufactured position during transit. Additionally, the fact that the shuttle was received disengaged may led this analysis to conclude that it is possible that the sealant was displaced distally at any point of the unit handling. If the device was grabbed by the catheter handle instead of the green/grey shuttle when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.